Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case nothing indicates that the nerve problem is related to the implant. It is rather a surgically related complication. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information, a (B)(6) female patient received one ankylos c/x, b9.5mm dental implant, in position 30 (fdi 46) on (B)(6) 2021. The patient reported postoperative sensory disorder. The implant was removed (B)(6) 2021. The sensory disorder subsided after implant removal.